Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, damaged tes) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The root cause for the failure was the electrode belt's ECG c and d cable wires were pulled and broken inside the distribution node (dn). Additionally the therapy electrodes were cosmetically damaged but this did not affect essential performance of the belt. The root cause for damaged cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.